Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30, e216, e315 and observed no image issues could not be determined, however, it is likely that the issues were the result of water leakage due to device damage and or reprocessing irregularities, causing electronic component failure. The event may be prevented by following the instructions section below: ¿operation manual: important information ¿ please read before use: precautions¿. ¿operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image¿. ¿reprocessing manual: 1.4 precautions¿. ¿reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronochovidescope displayed b30 (communication error), e216 (communication error) and e315 (non-compatible endoscope) codes. The event occurred during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b30 (communication error), e216 (communication error) and e315 (non-compatible endoscope) codes were confirmed. In addition, identification chip had no data transmission. There was no image (screen black). The bending section cover had fluid invasion. All the switches ere not working. The bending section failed electrical test. The bending section cover had detached mesh on both ends and distal end tip. The charge coupled device shrink tube was cracked. The insertion tube had severe dented ring gauge 6.6. The control body had fluid invasion and severe corrosion. The scope connector had fluid invasion. There was insufficient angulation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The intended procedure was a diagnostic bronchoscopy. The procedure was completed using a replacement device. There was no patient involvement or intervention associated with the event.